Event description:
It was reported that the patient presented for a right atrial (ra) lead implant procedure. During the procedure, difficulty was encountered in connecting the ra lead to the header of the implantable cardioverter defibrillator (ICD). After initial connection, the ra lead was found to be dislodged. On (B)(6) 2025, during an attempt to reposition the lead, the torque wrench failed to engage with the ICD¿s set screw. An allen wrench was subsequently used to tighten the screw, during which the ICD¿s sealing ring was damaged. Following this, the ra lead dislodged again. The lead was explanted, the port was plugged, and the set screw came out; medical adhesive was used as a substitute. The patient presented again on (B)(6) 2025 due to compromised stitches and bleeding at the incision site. The ICD was explanted and replaced, and a new ra lead was successfully implanted. The patient remained stable.